Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ insyte catheter backed out of the vein. The following information was provided by the initial reporter: it is reported IV slipped out of patient which then blew patient's vein and caused pain. Verbiage received, pt required new IV for pca pump. This rn went to place new IV this rn anchored the vein and inserted the IV at the appropriate angle. Upon insertion, catheter slid over needle despite this rn's efforts to prevent this, this resulted in a blown vein causing this cancer patient pain and required another IV start attempt. Another IV attempt required to gain access. Increased IV attempts to frail patient.